Manufacturer narrative:
Batch reviews performed on 10 july 2017. Lot 167523: (B)(4) items manufactured and released on 12 april 2017. Expiration date: 2022-03-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner ø 52/28, code 01.26.2852mhc, lot. 157123 (k092265) (B)(4) items manufactured and released on 10 march 2016. Expiration date: 2021-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size s -3.5, code 01.25.011, lot. 166588 (k072857) (B)(4) items manufactured and released on 07 march 2017. Expiration date: 2022-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon washed out the hip and removed the head, liner and stem. The surgeon closed the patient up. On (B)(6) 2017 the surgeon implanted a new medacta stem, head and liner. The surgery was completed successfully. X-rays and explants are not available.